Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, the device had sealing inadequate/partial (with evidence of energy delivery and end tones heard) on less that 5mm greater omentum after three or four seals when used. The device had no alert presented but the seal showed evidence of energy delivery and bled after cutting. The blood loss was not appreciable. The device¿s jaw was cleaned every time. The vlls10gen was used first, then switched to forcetriad but the issue persisted until another ligasure device was used successfully with the forcetriad.

Manufacturer narrative:
D10 concomitant products: lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#:33200098x), forcetriad, forcetriad force triad energy platform (serial#: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic gastric sleeve, the device had sealing inadequate/partial (with evidence of energy delivery and end tones heard) on less that 5mm greater omentum after three or four seals. The device had no alert presented but theseal showed evidence of energy delivery and bled after cutting. The blood loss was not appreciable. The device¿s jaw was cleaned every time. The vlls10gen was used first, then switched to forcetriad. Another ligasure device was used successfully with the forcetriad.